Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and correction to g2. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite iii video system center was being used during surgery when a noisy image was displayed on its sub-monitor, and then blacked out. Customer immediately reconnected from 12g-sdi to the hd-sdi terminal, and the issue resolved. The procedure was completed using the same device with no adverse effects or harm to the patient.

Manufacturer narrative:
An olympus sales representative (rep) visited the site, and determined that 12g-sdi terminal of the device was broken during the surgery demonstration. The rep added that the combined equipment did not need to be issued and the main monitor showed no abnormalities. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.